Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.1-10.9cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. The etfe coating was intact at the same location. Internal insulation abrasion was found at 17.2-18.1cm from the distal tip. The etfe coating was intact at the same location.

Event description:
The patient presented to or for atrial lead extraction due to noise. Externalized conductor was noted via fluoroscopy. No electrical anomalies noted. Lead was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.